Event description:
Complainant alleged that medics responded to a call for a pt who was the victim of a structure fire. The medic applied the electrode pads to the pt and the device displayed a "defibr pad short" message. While attempting to discharge energy to the pt, the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt however, it is unknown if this device was used to deliver energy to the pt. Complainant indicated that the pt subsequently expired.